Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported death could not be conclusively determined; however, it appears to be due to underlying patient condition (patient was intubated and in critical condition prior to the procedure). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received. Before the procedure, the patient was intubated and critical. The device was implanted without any problems. After the procedure, the hemodynamics were improved, but patient was still critical. Six days after the procedure, the patient passed away due to multi organ failure. The physician mentioned the device looked stable with no significant shunting across the ventricular septum.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant. The device was implanted. Six days after the procedure, the patient passed away. The patient had multiorgan failure. The physician mentioned the device looked stable with no significant shunting across the ventricular septum. No additional information was provided.